Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted: (B)(6) 2011. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that during clinical evaluation the right ventricular (rv) lead exhibited t-wave oversensing. There were no patient symptoms encountered. Adjustments to the sensing and polarity programming of the device were discussed. No actions were taken, and the lead remains in use. No patient complications have been reported as a result of this event.